Event description:
It was reported that customer received a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridges three times until fourth cartridge worked and they resumed insulin therapy.